Manufacturer narrative:
Con097684 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as a result of power port 1 connector found slightly loose from the controller housing. However, this port performed proper mating and locks action when a power source was connected and the controller was able to pass functional testing. The confirmed malfunction is related to the reported event. There are no apparent contributing clinical factors to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; this issue is currently being investigated. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the medical personnel that the patient called into clinic on (B)(6) 2015 stating that he was no longer able to securely lock his power connections onto one power port on controller. Patient performed controller exchange with assistance from his mom. Patient stated he felt "strange" during controller exchange but was otherwise asymptomatic. (B)(4) programmed and sent to patient's house. Patient tolerated controller changes with no issues.